Event description:
It was reported that prior to a routine device change-out, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced. Patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 44.5cm was returned for analysis. Internal insulation abrasion was noted at 11.8-13.4cm from the distal tip. The etfe coating was intact at this location.